Event description:
The following info was reported to kci by the pt: on (B)(6) 2012, the pt alleged she experienced pain and her wound appeared red and warm extending outward 6 inches from the wound margin. The pt also alleged she experienced an asthma attack and utilized her prescribed albuterol inhaler, unk dosage. The pt inquired about the material safety data sheet for v.a.c. Granufoam as she has known allergies to fire retardants and tape adhesives and this info was provided by kci. On (B)(6) 2012, v.a.c. Therapy was removed. On (B)(6) 2012, the physician performed sharp debridement and prescribed the pt prednisone with the following titration regimen: day 1-20mg four times a day, day 2-2-mg three times a day, day 3-20mg twice a day, day 4-20mg once a day, day 5-10mg once a day, day 6-regimen completed. The medical/surgical intervention was successful and the pt's allergic response has ceased.

Manufacturer narrative:
The device history review of v.a.c. Granufoam dressing lot number 50642384 determined: nonconformance's were not found in the mfg of this lot. Deviations were used in the mfg of the lot. All end release testing of product and packaging performance met the specifications. Device labeling, available in print and online, states: acrylic adhesive: the v.a.c. Drape has an acrylic adhesive coating, which may present a risk of an adverse reaction in pts who are allergic or hypersensitive to acrylic adhesives. If a pt has a known allergy or hypersensitivity to such adhesives, do not use the v.a.c. Therapy system. If any signs of allergic reaction or hypersensitivity develop, such as redness, swelling, rash, urticaria, or significant pruritus, discontinue use and consult a physician immediately. If bronchospasm or more serious signs of allergic reaction appear, seek immediate medical assistance.